Manufacturer narrative:
It was noted that the device was not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
A stryker device was placed in patient's knee in 1993. A portion of the implant was replaced in 2005.